Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced high blood glucose levels and developed diabetic ketoacidosis (dka), leading to hospitalization from (B)(6) 2024 to (B)(6) 2024. Upon admission, the patient's blood glucose level was over 500 mg/dl. Symptoms included feeling sick, tired, weak, increased thirst, and vomiting. The patient tested positive for ketones but couldn't recall the exact results. Treatment involved an IV insulin drip. No further information available.